Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product as it is returned to the manufacturer.

Event description:
The customer reported that the ventilator displayed circuit occlusion and extended high ppeak and stopped ventilating, the safety valve opened and a continuous audible alarm was present.